Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case.  This report is in reference to the iliac artery injury. Please reference related manufacturer report no: 2015691-2019-00835. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a (14fr sheath is 5.5mm). In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Investigation results suggest/indicate that in addition to the mechanisms described above, operational context (the sheath was used for 2 valves) likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during a transfemoral tavr, a 23mm sapien 3 (s3) valve was implanted too aortic and a dissection in the right external iliac artery (eia) occurred. Access was obtained from the right femoral artery percutaneously. The s3 valve was expanded with +1ml contrast than nominal volume. The delivery system balloon began inflating from proximal (aortic) side and then the valve popped up from the valve positioning area. The valve finally landed in a 100:0 (aortic / ventricular, a/v) position. Paravalvular leak (pvl) was mild-moderate. Post-dilation was done with a 25mm balloon catheter since the delivery system had already been retracted; however, it did not resolve the pvl. Given the valve position and residual pvl, a valve-in-valve was to be performed. A 26mm s3 valve was deployed in an 80:20 (a/v) position. Final evaluation showed the pvl was trivial. Upon withdrawal of the esheath, lower extremity angiography indicated a hemorrhage observation from the right eia due to dissection. A balloon was inserted from the contralateral side and compression hemostasis was performed. Another angiography confirmed there were no bleeding or stenosis in the symptom area, and the procedure was completed. The physician commented on this case as following: ¿the inflation speed was too fast. In addition, there must be other factors such as valve size (a bit small), horizontal aorta and sigmoid septum, which was associated with the pop-up. The liner expanded overly as two valves were inserted into. A new sheath should have been used for the second valve.¿

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.